Event description:
It was reported that the customer experienced high blood glucose levels and that the needle hub was stuck in the serter. The blood glucose reading was 554 mg/dl, which was treated for with the insulin pump. The customer stated that the serter did not go all the way in. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.